Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of damaged batteries. During previous service on (B)(4) 2010, (B)(4) 2009, and (B)(4) 2008 for ''damaged batteries,'' the main batteries and harness were replaced. Also during previous service on (B)(4) 2007 for ''field corrective action upgrades,'' depleted batteries were observed and the main batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of the reported condition was determined to be faulty main batteries. The main batteries and battery harness were replaced to resolve the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.